Event description:
The patient contacted animas on (B)(6) 2012, stating the up and down arrow keypad buttons were unresponsive. The patient denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: during the product analysis investigation the up and down arrow buttons were found to be unresponsive, the contrast button was intermittently responsive, the display was dim/fading and contamination was found under all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.